Manufacturer narrative:
B3 approximated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to the pump stays deflated and does not refill. Troubleshooting measures were performed but were not successful. The ipp is currently implanted. There were no patient complications reported.